Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: device evaluation results and conclusion. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. The helix did not extend due to being over-retracted. It was also noted there was blood/body fluid in the distal conductor (not obstructed), an outer insulation breached cut, blood in/on the helix mechanism, and a tip seal observation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. The helix did not extend due to being over-retracted. It was also noted there was blood/body fluid in the distal conductor (not obstructed), an outer insulation breached cut, blood in/on the helix mechanism, and a tip seal observation.

Event description:
It was reported that the lead had positioning/fixation difficulty, and the screw (helix) was unable to be deployed. The lead was explanted and replaced two days post-implant. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead had positioning/fixation difficulty, and the screw (helix ) was unable to be deployed. The lead was explanted and replaced two days post-implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. The helix did not extend due to being over-retracted. It was also noted, there was blood/body fluid in the distal conductor (not obstructed), an outer insulation breached cut, blood in/on the helix mechanism, and a tip seal observation.